Event description:
It was reported that a leak was noted at the catheter connection. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summery: one powerport titanium isp 6cf int wsp att sl was returned. A visual and functional evaluation was performed. The catheter and cath-lock were returned detached from the port body. A multi-directional diagonal split was noted at the proximal end of the catheter. Edges of split appear to be clean with possible sharp instrument damage. The cath-lock was also examined and noted with substantial scouring. The port and detached catheter were both patent to infusion and aspiration. However, a leak was observed at the proximal end of the catheter, at the identified split. Therefore, the investigation is confirmed for catheter leak at the connection site. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 01/2020).

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a leak was noted at the catheter connection. There was no reported patient injury.

Event description:
It was reported that a leak was noted at the catheter connection. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One powerport titanium isp 6cf int wsp att sl was returned. A visual and functional evaluation was performed. The catheter and cath-lock were returned detached from the port body. A multi-directional diagonal split was noted at the proximal end of the catheter. Edges of split appear to be clean with possible sharp instrument damage. The cath-lock was also examined and noted with substantial scouring. The port and detached catheter were both patent to infusion and aspiration. However, a leak was observed at the proximal end of the catheter, at the identified split. Therefore, the investigation is confirmed for catheter leak at the connection site. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the reported event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiration date: 01/2020). Device not returned at this time.